Manufacturer narrative:
The device is expected to be received for testing and investigation. It has not yet been received.

Event description:
The event involved an administration set that leaked from the filter during an infusion of taxol (chemotherapy). The event occurred in the hospital setting and there was patient involvement, however, there were no adverse patient outcomes.

Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review was completed for lot 925775h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.